Manufacturer narrative:
Additional information: a 6f telescope guide extension catheter was used. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the delivery of one onyx frontier coronary drug eluting stent to a lesion in a procedure, the stent became dislodged at the lesion. The device was not removed. The patient is alive with no injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: the lesion being treated was a very tortuous, calcified lesion with 90% stenosis in the obtuse marginal (om). The device was inspected prior to use with no issues noted. The device was prepped per IFU with no issues noted. The lesion was pre-dilated. The device did not pass through a previously deployed stent or cell of a stent. Resistance was noted advancing the device. Excessive force was used. It was detailed that the stent would not deliver after multiple attempts. The stent was removed, and a telescope guide extension catheter (gec) was put in position; however, the stent would still not advance. Upon removing the stent to pre-dilate with another balloon, the stent was sheared off the delivery system as it was pulled back into the telescope (gec). The stent came off the delivery balloon and became caught in an internal iliac artery. Surgery was consulted but chose not to leave the dislodged stent. A second stent was delivered to the lesion. The patient was doing well after the procedure and was reported to be fine. Sections a. 3a, 3b and 5b updated. Sections b.1 and b.2 and b.7 updated. Section h.1. Updated. Device model provided. Event month and year provided. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.